Event description:
The customer reported that the unit fails to recognize the batteries.

Manufacturer narrative:
The customer reported that the unit fails to recognize the batteries. Philips received no info supporting that this unit adversely impacted either diagnosis or treatment of a pt when the problem was observed. A philips field service engineer reported that he verified the failure, and when he would wiggle the batteries the unit would unexpectedly shut down. The field service engineer replaced the battery pca which resolved the reported issue.